Event description:
A potentially erroneous total prostate specific antigen (tpsa) result was obtained on a patient sample on dimension vista 500 instrument. The result was reported to the physician(s). The customer did not know whether the sample was repeated. The correct result for the sample is unknown. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
This event was initially reported under MDR 2432235-2023-00222 on 21-jul-2023. Upon further clarification, it was determined that the two samples in that report were processed on separate days. The sample identified as (B)(6) was processed on (B)(6) 2023 and sample identified as (B)(6) was processed on (B)(6) 2023. Therefore, this report is being for the sample identified as (B)(6). A united states (us) customer contacted a siemens customer care center to report abnormal assay flags on the dimension vista 500 instrument. While doing so, they communicated that the sample in sections b5 and b6 was processed on the same instrument and the correct result for the sample is unknown. The quality controls (qcs) were in range on the day of the event. Therefore, this report is being filed in an abundance of caution. This assay experienced abnormal assay flags beginning (B)(6) 2023 and quality controls (qcs) were also flagged with abnormal assay errors. At the time the customer reported this incident, more than fifty percent of the tpsa results were flagged. Siemens remotely assisted the customer and as per siemens recommendation, the customer wiped down the aliquot probe with gauze and checked the metal guard for plasma/serum build up. The customer bleached the aliquot probe drain, wiped down sample probe 1 and reagent probe 1 with alcohol, and performed hot water flushes on the sample probe 1 (sp1), reagent probe 1 (rp1), and reagent probe 2 (rp2) drains and followed up with the drain cleaning brush. The customer replaced the rp2 and performed an auto alignment which was found to be acceptable. Auto alignments were also performed for sp1 and rp1. The reagent prep probe was primed ten times without error. The prep probe check 1 also passed without error. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced and aligned the sample mixer and reagent 2 mixer. Additionally, the cse replaced the rp2 and performed probe and drain maintenance. The cse performed a quick check and ran qcs, which were found to be acceptable. Siemens further evaluated the incident and determined that the malfunction of the sample mixer or reagent 2 mixer potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.